Event description:
Caller reported that insulin leaked from the cartridge, initially suspecting an issue with the insulin flow system (ifs) and replaced them three times before identifying the leak at the cartridge's pigtail. The issue caused the customer's blood glucose level to exceed 500 mg/dl, indicated only as "high" on the display. The customer administered a correction injection using multiple daily injections (mdi) and decided not to seek assistance from third parties. A cartridge replacement was arranged, and the customer temporarily stopped using the pump until their blood glucose level was back in range, planning to use new ifs and cartridges later in the day.